Manufacturer narrative:
Device history record for the lot reported was reviewed and no issues were observed. Product was manufactured with validated procedures and all product is tested 100% prior to release. The sample was returned to new world medical on (B)(6) 2020. The device is pending evaluation for testing.

Event description:
High iop and no light perception.